Event description:
The customer reported exposed wires on power cord to workstation. No pt injury was reported.

Manufacturer narrative:
The ge service rep verify exposed wire and broken insulation. He replaced the power cable assembly and verified proper bootup and operation. System operates as designed.